Event description:
Boston scientific received information that during the implant procedure an attempt to position this left ventricular (lv) lead was performed, but high pacing thresholds were noted. A new position was attempted to be used however there was loss of capture and no pacing in the new position. A new lead was used which showed normal pacing thresholds and pacing. This lv lead will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.